Manufacturer narrative:
Concomitant medical products: ddmc3d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and non-sustained ventricular tachycardia episodes that appeared to be noise. It was noted that the noise was reproducible with isometrics. A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.